Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted cs 052 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the black box showed 052 call service alarms on 07/21/2015. During testing, the pump powered on to a blank display screen. The complaint was unable to be fully investigated due to this. Evidence of moisture damage was visible under the display. The pump¿s casing was cracked and the pump failed a leak test due to this. The pump cover was opened and moisture was observed in the pump. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.